Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked from the side of the bag at the weld. The label on the bag was wet. This event occurred before use. There was no patient involvement. No additional information is available.